Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing the opposite view of what was selected under admin. When moving to another task screen, images were switched correctly. Occurs again when a different patient is loaded. No patient was present at the time of the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing the opposite view of what was selected under admin. When moving to another task screen, images were switched correctly. Occurs again when a different patient is loaded. No patient was present at the time of the issue.